Event description:
A remstar auto device was returned to a third-party service center as part of the uno recall process with a complaint of the device does not turn on. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and object code indicates the blower contributing to the foam degradation. Foam particles present inside the blower kit. Additionally, device had dust fail contamination, the device was routed as scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.